Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user¿s understanding of the reprocessing procedure differed from olympus¿ recommendation in device handling or reprocessing steps. The instruction manual includes preventive measures associated with reprocessing issues in ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Observation summary report from ess was received. Reprocessing in-service / training has been provided. Based on the observation summary report from an ess, there were some reprocessing deviations observed during the on-site visit, and they are as follows: it was observed the customer has not been performing the aspiration step of manual cleaning for any of their endoscopes. This is due to not having a suction unit installed in their reprocessing room. The ess provided reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training on track form document materials for their reference.

Event description:
An olympus field service representative reported to olympus, the customer was not sufficiently or incorrectly reprocessing the evis exera iii colonovideoscope fully. It was observed the customer was not performing the aspiration step of the manual cleaning for any of their endoscopes. This is due to not having a suction unit installed in their reprocessing room. The event was identified during an in-service for scope cleaning and maintenance. There was no patient involvement. There was no harm or injury reported with the event.